Manufacturer narrative:
Correction number. 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was involved in a motor vehicle accident and afterwards lost stimulation and his ipg was unable to communicate with external devices. The sjm rep met with the pt and confirmed the ipg is unable to communicate. The pt desires to undergo surgical intervention to address the issue.